Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation:the cartridge has been returned and evaluated by product analysis 03/14/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed with no failures or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting several loss of prime warnings. It was noted that the pump was emitting one to two loss of prime warnings per week for the last three weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime with non-zero force was recorded. A loss of prime warning occurred during investigation. The force sensor calibration reading was found to be low. The pump was opened and the force sensor resistance reading was within the required specifications.